Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and an elevated blood glucose (bg) level. Reportedly, bg level was ¿high¿, and a value was not provided. Customer was treated with an insulin drip, fluids and potassium supplements. The customer was released from the hospital 2 days later with no permanent damage. Reportedly, an occlusion alarm occurred. The pump supplies were changed to resolve the occlusion.